Event description:
A 26mm x 15mm diameter x 13.5cm length medtronic aneurx bifurcated stent graft was inserted and implanted to exclude an abdominal aortic aneurysm in 1998. Additional products implanted at that time included a 15mm x 8.5cm iliac stent graft. During a follow-up examination, 16 months later, an abdominal aortic angiogram revealed that there was evidence of a small leak located at approx 2cms from the superior border of the bifurcated stent graft. In addition, upon review of the films there was evidence that the stent graft was either initially implanted too low or may have migrated down from its original position. Further eval of the films by at least three other physician proctors, revealed that the exact cause of the leak could not be determined. The alternatives for treatment were considered to be placement of an extender cuff to cover the leak or conversion to surgical repair of the leak. In mid july, the pt was treated with open surgical repair of the aneurysm. There were no additional clinical sequelae reported relative to the event and the device has not been returned to medtronic ave for eval.

Event description:
The 26mm x 15mm diameter x 13.5mm length stiff body bifurcated aneurx stent graft system and 15mm x 8.5cm iliac leg was initially implanted in pt on 3/1998. The aneurysm had a long neck and there was no tortuosity or angulation at time of implant. The implementing physician reported that a CT angiogram performed prior to discharge from the hosp revealed air in the sac around the stent graft which was thought to have been introduced at the time of surgery but was considered to be safe. The pt was discharged home on 4 days later. A CT scan on 9/1999 showed no sign of endoleak, however the aneurysm sac did not appear to be reducing in size. The physician reported that the stent graft migrated distally at the proximal attachment of the aorta by 1 cm. Subsequently angiography revealed a leak through the fabric of the graft in the mid to distal part of the body of the graft. There was no treatment reported at that time. A repeat CT scan was performed on 4/2000 at which time, it was felt that the geometry would not allow for safe placement of another endograft, therefore, surgical conversion was planned. The conversion was prompted by suspected type iii or type IV endoleak through the graft material was performed on 6/2000 during which time the stent graft was successfully explanted. It was reported that the pt made a satisfactory recovery and was discharged home 5 days later. Film interpretation by an outside dependent physician reports that angiogram and the CT scan demonstrated a type ioo or type IV endoleak. The device was received cleaned; therefore, medtronic ave performed its macroscopic and microscopic eval on the cleaned explanted device. These examinations were intended to determine the presence or absence of stent graft deformation (ie, kinks), gross graft material damage, exposed or visible stent rings, suture breakage or damage, tissue incorporation, and fractures of the stent rings. During each examination, the explant was photographed. During medtronic ave's microscopic eval, one broken stent diamond, two suture holes, and some areas of diffuse weave deformation were observed in the explant. Exponent failure analysis associates ("exponent"), and independent film with considerable experience in performing sophisticated failure analyses, performed additional, detailed examination of the explant using visual, steromicroscopic, and scanning electron microscopy ("sem") techniques. Exponent obtained detailed images. This info allowed more precise eval of the condition of the sutures, stent rings, and graft material. It also provided a better understanding of the characteristics and likely root cause of observed damage to the device. Exponent evaluated the broken stend and found one stent fracture that displayed characteristics consistent with fatigue. The fracture was noted below the "stiff body" area. There is no evidence that shows this device was explanted due to loss of radial force, column strength, or graft fabric abrasion. Medtronic ave evaluated graft integrity of the explant. It appears that the exoskeleton of this device expanded more than the capacity allowed by the fabric diameter.